Event description:
During the transfemoral tavr procedure, a 29mm sapien xt valve was prepared, crimped on the novaflex+ (nf+) delivery system (ds) and being prepared for insertion into the loader cap. At this time, one of the frame struts was observed to be bent and rigid. The valve was not used for the procedure and removed from the ds with a hemostat. The valve leaflets showed some damage due to the hemostat. The ds was then used for the second valve. The second valve was successfully prepared and deployed. The patient was transferred in stable condition.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection revealed the valve was partially crimped with evidence of leaflet damage likely due to handling by hemostats during the removal from the delivery system (ds). Two frame struts on the outflow side of the valve were bent outward. No manufacturing abnormalities were observed. The valve frame damage prevented successful crimping, therefore, no functional testing could be performed on the returned sample. Review of complaint history did not reveal that the occurrence rate exceeded the control limits for this trend category. During manufacturing, all sapien xt valves undergo multiple 100% inspections to ensure conformance to the assembly of the frame component. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. In this case, the complaint of the bent frame strut was confirmed, however, no manufacturing non-conformances were found in the returned sample. It is impossible to know for certain if the damage to the struts is due to the use of hemostats. Available information suggests that procedural factors (damage to the device during the crimping process) may have contributed to this event. Since no labeling, IFU/training inadequacies have been identified, no corrective or preventative action is required.

Event description:
During the transfemoral tavr procedure, a 29mm sapien xt valve was crimped on the novaflex+ (nf+) delivery system (ds) and being prepared for insertion into the loader cap. At this time, one of the frame struts was observed to be bent and rigid. The valve was not used for the procedure and removed from the ds with a hemostat. The valve leaflets showed some damage due to the hemostat. The ds was then used for the second valve. The second valve was successfully prepared and deployed. The patient was transferred in stable condition.